Event description:
This complaint is now reportable based on the analysis completed on 01/19/2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.75x24mm taxus liberte drug eluting stent (des) was unable to cross the mid left anterior descending artery (lad). No patient complications were reported. However, returned product analysis revealed a shaft hypotube break.

Manufacturer narrative:
Visual and microscopic examination of the device revealed a shaft hypotube break measured approximately 20.1cm distal from the catheters strain relief. The device appeared to have been kinked at the point of separation. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. As the lower distal sub-assembly was not returned, device analysis could not inspect the profiles of the tip or the distal section of the stent for any issues that may have potentially contributed to the complaint incident. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.